Event description:
It was observed that during the device inspection, the rhino-laryngo videoscope exhibited a plastic part of the image guide hose that fell off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: "instruction manual rhino-laryngo videoscope olympus enf-v3 for safe use handling and general precautions. Do not coil the insertion tube, universal cord, or video cable of the endoscope with a diameter of less than 10 cm (diameter 10cm or less). Equipment damage may result. Do not attempt to bend insertion endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not twist or bend the bending section with your hands. The endoscope may be damaged. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.